Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia with hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient is on the way to the hospital for high blood glucose (bg) levels and had been sick all morning long. Patient¿s blood glucose reached 409 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (back). Patient said last week or week before correction bolus was changed. Patient had large ketones. Patient put on a new pod but bg levels did not go down. Patient stated the cannula was bent in two places.